Event description:
The PICC line was placed without difficulties in the pt's left mid cubital in 2004 and was stabilized with steristrips and tegaderm. When removing the PICC line in the dr's office the line broke. Two thirds of the catheter came out easily then resistance was met. An x-ray and a CT scan were performed to locate the piece of catheter fragment, located in the lung. Immediately sent to surgery to remove the piece of catheter and was unable to locate the remnant. Nine days later sent to another facility for successful removal of catheter fragment.